Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation a service required alarm condition was observed. The device's machine flow sensor was replaced to address the issue. The device had evidence of contamination.